Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl, cause was unknown. Due to the bg level the customer loss consciousness and fell on a "fan and hit middle back shoulder area". Customer consumed carbohydrates to address bg level. Reportedly, customer continued to use the pump for insulin therapy.